Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified access tubing sets separated. Reportedly, the tubing separates from the hub (also reported as ¿tubing breaks in half¿). The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.